Manufacturer narrative:
The product was not returned. Provided photos show a fully disassembled lens case laying on the opened lens carton. The lens was observed outside the lens case on the lens case base partial in a drop of ovd (ophthalmic viscosurgical device). One haptic was broken in the gusset area (broken portion not visible in the photo). A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Based on our observation of the attached photos, the haptic is broken and clinical solution appears to be present on the lens. The product has not been received to evaluate. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Provided photos show a fully disassembled lens case on the opened lens carton. The lens was observed outside the lens case on the lens case base partial in a drop of ovd. One haptic was broken in the gusset area (broken portion not visible in the photo). The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that before a cataract surgery with intraocular lens (iol) implant procedure, lack of haptic was observed. Additional information was received by stating, there was no patient contact and harm. The surgery was completed by using another unspecified lens.